Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Customer performed self test, displacement test and both test was passed. The insulin pump will not be returned for analysis.